Event description:
The customer observed falsely elevated architect troponin results for a patient. The following data was provided (customers reference range: <0.05 ng/ml): on (B)(6) 2022 sample ID: (B)(6). Initial result = 0.287 ng/ml, repeat result on i1sr04174 = 0.027 ng/ml, 0.278 ng/ml, and 0.136 ng/ml. Previous result = 0.03 ng/ml. Same patient new sample 2 times and results = 0.01 ng/ml and 0.02 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, trending review, labeling review, device history record review, field data review for lot 95417un22. Return testing was not completed as returns were not available. A review of tracking and trending did not identify trends or issues for the complaint product. Device history record review for the complaint lot did not identify any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Review of worldwide customer data was used to assess the historical performance of the architect stat high sensitive troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 95417un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 95417un22. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 95417un22 was identified.